Event description:
Our (B)(4) affiliate received the following info from a pt on (B)(6) 2010. The pt was seen at (B)(6) eye clinic complaining of pain, redness and photophobia in the right eye (od) while wearing 1-day acuvue trueye contact lenses (narafilcon a). Narafilcon a contact lenses are not marketed in the u.s. The pt was diagnosed with a corneal ulcer od and was prescribed eye drops and was instructed to discontinue contact lens (cl) wear for 2 weeks. The pt was not in his/her local area and the pt was referred to his/her prescribing eye care professional (ecp) for follow-up care. The pt consulted with the prescribing ecp at (B)(6) eye clinic 2 to 3 days later and was diagnosed with a corneal ulcer and instructed to apply the eye drops prescribed by (B)(6) eye clinic, discontinue cl wear for "about a week" and was instructed to return to the clinic in a week. The pt returned to the monden clinic in mid-september, the pt was fully recovered at that time. The pt was wearing cl's without an issue at the time of the call. The pt agreed to provide written consent to contact the ecp for additional info. The pt's lenses are not available and the lot# is not known. The pt's ecp at (B)(6) eye clinic was contacted and an interview is scheduled for (B)(4) 2010. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. If additional info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Photos of the explanted device show anti-migration locking screw broken off near the base of the thread. The broken off portion of the screw appears to be lodged in the mating threaded hole. No additional defect can be identified. Implant bone screws are not clearly displayed for photographic review. Due to the limitation and quality of the submitted photos, no additional information can be obtained. Review of radiographic images show a single lateral view of the device at c5/6. Implant seems well positioned, but lower screw has backed out 3-4mm. The degree of backout would not be palpable and is unlikely to cause dysphagia as reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a cervical disc replacement. Approximately ten months post-op, the patient started having pain in their arms and neck. The patient also noted a lump when swallowing. MRI and plain films showed the screws had backed out approximately ? Inch. The patient underwent a revision surgery to remove the device. During the revision, it was noted that the locking screw for the bone screws had sheared off.